Event description:
It was reported that the vns patient was referred for replacement surgery due to unknown reasons. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014. Follow-up revealed that the patient¿s device showed high impedance during an office visit on (B)(6) 2014. Clinic notes stated that the patient¿s ¿vns [was] not functioning¿. It is unknown if the patient¿s lead was also replaced during the procedure. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that only the vns patient¿s generator was replaced. The explanting facility discarded the explanted device; therefore, no analysis can be performed. The patient¿s device had shown high impedance and near end of life. The physician attributed the high impedance to the low battery condition of the generator. The patient was doing well following generator replacement surgery. A battery life calculation using the available programming history showed approximately 0.1 years until neos = yes. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was seen on (B)(6) 2014 following generator replacement surgery and that the patient¿s device was functioning well at that time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.